Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for femoral trochanteric fracture. While tightening the locking mechanism with a torque driver, the surgeon heard an unusual noise. At the end of the procedure, the surgeon could not fully insert the end cap, it protruded approximately 2-3 mm from the nail. Inspection with an image intensifier revealed that the locking mechanism had not advanced from its original position. The surgeon again attempted to lock the locking mechanism several times, but was unable to do so. The procedure was completed without locking. There were approximately 30 minutes of surgical delay. No further information is available. This report is for a 9mm/130 deg ti cann tfna 170mm ¿ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Manufacturing location: monument manufacturing date: (B)(6) 2022. Expiration date: 01-mar-2032. Part number: 04.037.942s, 9mm/130 deg ti cann tfna 170mm-sterile. Lot number: 694p454 (sterile). Lot quantity: 6. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 664p730. Lot quantity: 400. Part number: 04.037.942.2, lock prong, 130 degree tfna. Lot number: 597p489. Lot quantity: 112. Part number: 21127, timoagri16.00. Lot number: 476p933. Lot quantity: 1,987 lbs. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.